Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/18/2016 that on (B)(6) 2016, that the patient experienced a skin reaction underneath and extending slightly beyond sensor adhesive patch. Date of event is approximate. The sensor was inserted at the abdomen. The reaction was described as really red, not raised, not bumpy. Patient's mother contacted the patient's doctor on approximately (B)(6) 2016 who advised her to move the sensor to the patient's arm. At the time of contact patient no longer experiencing skin reactions. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Patient using the device is under two years old. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.